Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite, performed troubleshooting actions, and identified that the hand switch exposure was faulty. A review of the system logfile confirmed the malfunction related to the reported problem. Fse replaced the hand switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not do exposure. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.